Event description:
Two disposable skin staplers did not discharge correctly when trying to close a left ankle incision. A third stapler was used to close the incision. There was no harm to the patient.